Manufacturer narrative:
Investigation into this complaint included a customer data review, retain/file sample review, a quality data review, and a complaint history review. Investigation is summarized as follows: customer data review customer results were reviewed. The runs were valid. The assay met specification requirements as no error codes or flags were displayed for the run controls. The assay and software is performing correctly with correct interpretations. There is no indication that the alinity m hr hpv amp kit (list 09n15-090) lot 394827 is performing outside of established design performance specifications based on the elements reviewed in this section. Retain/file sample review file sample testing was performed. A product deficiency could not be identified by the file sample evaluation for the alinity m hr hpv assay (list 09n15-090) lot 394827. The assay reagents performed as expected and met the assay specification requirements without any error/message codes or performance related flags on the run controls. All replicates passed and there were no instances of false negatives. Quality data review device history record / batch record review: review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 394827 (including the components) did not identify any issues which could result in the reported complaint. Additionally, the quality control (qc) testing for the alinity m hr hpv amp kit (list 09n15-090) lot 394827 (including the components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. CAPA / non-conformance review: a CAPA lot search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. No existing internal quality records related to the reported complaint were identified as a result of this review for the reported lot. Complaint history review a complaint review was performed to identify any similar complaints to the ticket being investigated for alinity m hr hpv amp kit (list 09n15-090) lot 394827. Complaint trending was performed and did not identify a new adverse trend. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m hr hpv amp kit (list 09n15-90) lot 394827 was not identified.

Manufacturer narrative:
Updated b5 with additional information regarding sids.

Event description:
The customer reported false negative results on the alinity m hr hpv amp kit. Hpv45: 8604594621, hpva: 8604541186. Sid (sample ID) (B)(6) was tested on (B)(6) 2024 and gave a result of 20ct for the hpv 45 target. The instrument validated the result as positive, however; the customer observed that the curve was erratic and did not appear as a sigmoidal classic pcr. A second run performed on (B)(6) 2024 was reported as negative with a flat curve, showing no amplification. A third run was performed on (B)(6) 2024 with a result of 18ct. A test using seegene verified the positive result for hpv 45. Sid: (B)(6) was tested on (B)(6) 2024 and gave a result of 27ct for the hpv a target. The customer did not comment on the curve. A second run performed on (B)(6) 2024 was reported as negative with a flat curve, showing no amplification. A third run was performed on (B)(6) 2024 with a result of 25ct. A test using seegene verified the positive result for hpv a. A third sid, sid: (B)(6), was tested on (B)(6) 2024 and gave a result of 21ct for the hpv b target. The sample was retested on (B)(6) 2024 with a result of 27.85ct and for a third time on (B)(6) 2024 with a result of 27.72ct. There was no impact on patient management. The customer did report the result as positive to their cytogenetic department so a confirmation could be performed.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported two false negative results on the alinity m hr hpv amp kit. Hpv45 => 8604594621, hpva => 8604541186. Sid (sample ID) (B)(6) was tested (date unknown) and gave a result of 20ct for the hpv 45 target. The instrument validated the result as positive, however; the customer observed that the curve was erratic and did not appear as a sigmoidal classic pcr. A second run performed on (B)(6) 2024 was reported as negative with a flat curve, showing no amplification. Sid (B)(6) was tested (date unknown) and gave a result of 20ct for the hpv a target. The customer did not comment on the curve. A second run performed on (B)(6) 2024 was reported as negative with a flat curve, showing no amplification. There was no impact on patient management. The customer did report the result as positive to their cytogenetic department so a confirmation could be performed.